Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation by baxter quality engineering. It was determined that this failure code was caused by moisture in the pump head module channel and the pump head module channel was cleaned and the air in line reading was verified to fix the determined problem. Review of the event history determined that the reported condition occurred on (B)(6) 2010 not on the reported occurrence date of (B)(6) 2010.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was previously serviced for the reported condition.

Event description:
The facility representative reported a colleague infusion pump with an 810:11 failure code. It is unknown during which process step this event occurred. There was no report of patient involvement, and therefore, no report of patient injury or medical intervention necessary. This device is a remediated colleague pump with a user interface module software version of 6.13.90. The baxter quality engineer determined that the failure occurred during delivery, interrupting delivery. No additional information is available.